Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and had pulled back nearly out of the right atrium. The lead exhibited high thresholds and had no capture after dislodgement. Impedance increased steadily to high values. Artifact and no sensing was noted. It was disclosed that the patient has involuntary spasms from a mental handicap and the repeated jerking motion of the arm and shoulder eventually led to dislodgement. The lead was capped and replaced with a new lead that had a longer length. No patient complications have been reported as a result of this event.